Manufacturer narrative:
The MFR is still awaiting the return of the device for physical eval, however, a paper investigation was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt's wife has reported that dialysis solution is leaking out of a hole in the pt line tubing. There is no known pt ill effect. A sample is available for eval but has not yet been received by the MFR to date.